Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to cut the lung during laparoscopic lobectomy, the device was able to fire, however, some staples were not correctly formed. This also resulted to incomplete staple line distally. The surgeon had to use suture to fix the staple line. Another handle was also used to complete the case.